Manufacturer narrative:
The current owners of ams purchased ams (B)(6) 2004. This adverse event report information was located on the FDA website. This event occured in 1997 and the initial reporter was a health professional. No other info exists except for user facility report. We are preparing this report at the request of our FDA inspector during our inspection 05/04/2005-05/06/2005 because the previous owners neglected to respond in accordance to regulations. The FDA inspector has requested that this be done. Considering the seven year gap and multiple owners fo the company and lack of the available information regarding this case we are unable to complete in a truthful manner.

Event description:
On (B)(6) 1997, condylectomy of third left foot with k wire insertion. On (B)(6) 1997 podiatrist reported slight difficulty removing wire. X-ray revealed approx. One inch of k wire left in mpj. Podiatrist does not anticipate complications.